Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the syringes for the reagent and sample dilutors. The cse then performed a total service visit and found that the acid injector and wash 1 pump housing were cracked. During a follow-up visit, the cse replaced the acid injector port, wash 1 pump and wash 1 tubings. The cse primed the instrument, performed daily cleaning procedure and ran quality controls and patient samples. The cause of the imprecise intact pth results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise intact parathyroid hormone (intact pth) results were obtained on two patient samples upon initial and repeat testing on an advia centaur cp instrument. There are no reports of patient intervention or adverse health consequences due to the imprecise intact pth results.